Event description:
The customer reports that during a radio frequency ablation procedure, the temperature reading displayed on the switch controller was flashing and was reading temperatures well above normal for one of the three electrodes. This caused the procedure to stop because the switch controller read an impedance error and shut down the system. A new electrode had to be inserted. There was an increase in procedure time of over 30 minutes.

Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for evaluating. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.